Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they received emergency medical assistance twice due to low blood glucose in the past 2 weeks with blood glucose between 34-40 mg/dl at the time of the incident. The customer's doctor stated that the lows were due to the recalled sets. The customer was at 90 mg/dl at the time of the call. The customer used glucose tablets and was given a manual injection to treat. The customer experienced symptoms such as being almost comatose and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.